Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: missing bending section adhesive and the lifted cable support, the cause was due to excessive or inadequate physical force exerted on it by another object. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited missing bending section adhesive and a lifted cable support. There was no patient involvement.